Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative tested the unit in accordance with the service manual. The unit passed all tests and was returned back to the user.

Event description:
The hospital reported that, during transporting the patient, the unit alarmed for 5 minutes battery life even though the monitor showed the full charge before the short transporting time. There was no reported patient injury.